Event description:
A customer reported that the pump was not maintaining its charge adequately, requiring constant recharging. There was no adverse impact to the customer¿s blood glucose level. No further troubleshooting was requested or additional actions were detailed regarding the outcome of the event.